Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine visit to the ventricular assist device (vad) clinic, a patient with a history of cardiomyopathy was found to have driveline sheath damage in two areas associated with the vad due to normal use. The patient had applied packing tape to those areas at home a few months prior. Upon removal of the tape by the vad coordinator, exposed wires were noted. Inspection revealed a tear at the junction of the strain relief extending through the honeycomb lumen, visible wires with intact insulation, and a second slit-like tear approximately 10cm above the strain relief with intact honeycomb lumen. Logfiles showed no electrical faults or alarms. Temporary sheath repairs were performed, and arrangements were made for further evaluation. On a subsequent visit, separate driveline (dl) sheath repairs were performed on both areas, and the driveline cover was able to be pulled back easily before and after the repair. The vad dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. Log file analysis also revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. Additionally, log file analysis revealed twelve (12) low flow alarms logged between (B)(6) 2024 and (B)(6) 2025. This is an additional finding unrelated to the reported event. The device may have caused or contributed to the observed high power and low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the above normal power consumption event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient factors. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed cracks in the outer sheath and damage to the inner lumen of the driveline, resulting in exposed wires. Additionally, the visual evidence revealed discoloration of the outer sheath and damage to the strain relief. A driveline sheath repair was performed to mitigate the conditions reported. The reported self-repair could not be confirmed due to insufficient evidence. A possible cause of the reported self-repair could not be determined because the service report did not reveal any self-repair and the device was not returned for evaluation. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the tear in the outer sheath and the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the inner lumen damage may be attributed to the handling of the device and/or wear over time after the sheath damage left the inner lumen exposed. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted an update to 2.6) eval code conclusion (fdc/annex d): investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.